Event description:
There was no pt involved in this event. This device malfunctioned because the device status indicator was flashing red after the upgrade. A device left in this fault mode, if undetected could result in the failure of the device to perform as intended.